Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional reported that the implantable neurostimulator was repositioned due to a bad connection charging and difficulties connecting the patient programmer and the implantable neurostimulator (ins). The patient had increasing problems with pain in her leg and tried to increase the intensity up to 5 ma but was not able to do that after that she turned it down again and was not able to increase above 4 ma. The patient was programmed with +2, -3, 90 pulse width, and 1000 hz. The impedance was between 1400-1600. The out of regulation (oor) message came up at 4.1 ma. The patient initially had good effect during the whole trial period on the program on average intensity of 3.8 ma. The manufacturing representative reported that they have tried pulse width of 200 and 1000 hz and all other combinations. The oor message showed up from 2 ma to 3 ma. On the electrodes in use impedances were around 1600 ohms. Even on tonic stimulation oor comesup around 3 ma.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional via the manufacturer representative. It was reported the patient first started experiencing the issue in (B)(6) 2017. The patient was reprogrammed without success. Different hd settings were tried as advised from technical services. The pulse width was changed from 120 to 500 and the frequency was changed from 500 to 1000. Different ld settings were tried without effect. The impedances were between 2500 and 3000 ohms, and 15,000 ohms on one electrode. Follow-up is being performed to clarify the impedance measurement (15,000 ohms vs 1,500 ohms). The patient experienced painful sensations on all settings. The stimulator was turned off and a revision was planned for (B)(6) 2018.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable component is: product ID: 977a275, lot# unknown, implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional via the manufacturer representative. The impedance was clarified as 15,000 ohms on electrode. A revision was planned for (B)(6) due to the high impedance and lack of efficient therapy, however, a revision was not done due to the fact the patient's impedances had normalized and they were all in the range between 1200-1700 ohms. In regards to the cause, it was reported that the patient still didn't have good therapy effect and an x-ray taken on (B)(6) 2018 showed that the lead had moved. A revision was done on (B)(6) and the patient was now receiving effective therapy. The issue was resolved.